Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: h6--medical device ¿ problem code corrected from "4042" to "2183." The device was returned to the factory for evaluation on 09/12/2024. An investigation was conducted on 09/30/2024. A visual inspection was conducted. Only the delivery device with tension spring assembly was returned for evaluation. Signs of clinical use and evidence of blood was observed. The tension spring assembly was observed to be in a deployed opened state in the delivery device in its normal seated position. The white plunger was partially depressed and the blue safety lock was off which allows for the white plunger to be depressed. The seal and tension spring assembly was removed from the delivery device with no physical or visual difficulties observed. There were no visual defect observed on the intact seal or tension spring assembly. No measurements of the delivery device were taken due to the presence of blood which indicates an attempt was made to introduce the device into the aorta. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was not confirmed, however, the analyzed failure "premature activation" was observed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000391049 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that hst iii system (3.8mm) did not deploy correctly because it did not load properly at step 2. Product was not used and did not touch the patient. A new device was used to complete the procedure. No delay in treatment. No patient harm.

Event description:
The hospital reported that hst iii system (3.8mm) did not deploy correctly. Product was not used and did not touch the patient. A new device was used to complete the procedure. No delay in treatment. No patient harm.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.